Event description:
Pt was undergoing a laparoscopic surgery for takedown of adhesions with reduction & repair of chronically incarcerated ventral hernia & small bowel resection. The sleeve of the scissors tip that covers where the blade joins the shaft came off inside of the pt. It was found & removed without any injury to pt.